Manufacturer narrative:
(B)(4). D10: item # 0100009001, setting instrument for pole plug, lot # unknown g2: report source germany the setting instruments have been returned for investigation. One of the devices, manufactured according to the newer design, exhibited a fracture at the instrument tip. The fractured tip fragment and the associated clamping ring were not returned with the device. For the second device, manufactured according to the older design (i.e., prior to drawing specification revision e), the clamping ring had fractured and was missing, while the remainder of the instrument was returned. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combinations. Based on the returned devices and available information, the reported event can be confirmed. For the device with the older design, it is possible that the instrument design and/or conditions of use contributed to the reported issue. However, a definitive root cause could not be determined. For the device with the newer design, the root cause of the fracture remains undetermined based on the current investigation findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the pole plug locking screw does not hold on to the setting instrument. Attempts have been made and additional information on the reported event is unavailable at this time.